Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarms occurred. The customer's blood glucose level was 450 mg/dl. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change was performed, however the customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer.